Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), genital haemorrhage (seriousness criterion medically significant), vaginal discharge ("vaginal discharge"), urinary tract infection ("uti"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems"), fatigue ("fatigue") and dysmenorrhoea ("dysmennorhea (cramping)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia and dysmenorrhoea had resolved and the genital haemorrhage, vaginal discharge, urinary tract infection, vaginal infection, urinary tract disorder, fatigue and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problems. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace new event .new events added: pelvic pain, abdominal pain, back pain, dyspareunia (painful sexual intercourse), general abnormal bleeding, vaginal discharge, uti , vaginal infection, urinary problems, fatigue, hormonal changes. Event outcome were added. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity on (B)(6) 2007, c-section, uterine bleeding, multigravida, parity 2, uterine fibroids and diarrhea. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/abnormal bleeding general"), vaginal discharge ("vaginal discharge/discharge odor"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes"), fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), bladder disorder ("bladder or urinary problems or changes") and abdominal pain lower ("right side of lower abdomen"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, genital haemorrhage, vaginal discharge, urinary tract infection, urinary tract disorder, fatigue, dysmenorrhoea, mood swings and bladder disorder had resolved and the vaginal infection, hormone level abnormal, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problems. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified) result unknown. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc (product technical complaints). On (B)(6) 2020: aka name was added. No new significant information received. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) (batch no. 623640) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included normal delivery (live child) on (B)(6) 2007, c-section, uterine bleeding, multigravida, parity 2 and uterine fibroids. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/abnormal bleeding general"), vaginal discharge ("vaginal discharge/discharge odor"), vaginal infection ("vaginal infection"), urinary tract disorder ("urinary problems/bladder or urinary problems or changes"), fatigue ("fatigue"), dysmenorrhoea ("dysmennorhea (cramping)"), mood swings ("hormonal changes describe: mood swings"), bladder disorder ("bladder or urinary problems or changes") and abdominal pain lower ("right side of lower abdomen"). In (B)(6) 2007, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and urinary tract infection ("uti"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (robotic-assisted laparoscopic total hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, back pain, dyspareunia, genital haemorrhage, vaginal discharge, urinary tract infection, urinary tract disorder, fatigue, dysmenorrhoea, mood swings and bladder disorder had resolved and the vaginal infection, hormone level abnormal, vaginal haemorrhage, menorrhagia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, mood swings, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure (ess205). The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problems. Current weight 135 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified) result unknown. Ultrasound scan vagina - in (B)(6) 2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jan-2020: pfs received. New events mood swings, vaginal bleeding, menorrhagia, bladder disorder, abdominal pain lower were added, outcome of the events were updated. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.